Event description:
It was reported, the video system center had an intermittent image. The issue occurred during an unknown diagnostic procedure. The procedure was completed utilizing the same equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The device was not returned to olympus; however, a field service engineer was dispatched to the site and it is likely that the phenomenon was caused by setup of cables in the facility and unrelated to olympus devices. Olympus will continue to monitor field performance for this device.